Event description:
It was reported that the patient had been hospitalized with hyperglycemia the patient's blood glucose levels reached 1100 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include chest pain and vomiting. Once at the hospital the patients pod was removed. The patient had their blood sugars tested as well as a x-rays, an electrocardiogram and a computed tomography scan. The patient was treated with insulin. In addition the patient was treated for a blockage in their kidneys. The patient was prescribe insulin and brilinta (90 mg) and metoprolol. The patient was discharged from the hospital after 6 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.